Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported the insertion site was the right jugular and the catheter was used for hemodialysis once per week. It was cleaned with isodine solution using flows of 480. The clinician reported, during the fourth process of hemodialysis, the blue luer-lock hub was found broken at the entrance site and blood began to leak. The doctors could not control the bleeding and as a result they exchanged the extension lines. There were no reported pt complications.